Event description:
It was reported that a motor stall was noted in the event logs with no motor stall recovery recorded. The patient had previously had a MRI. After re-interrogating with the log motor stall recovery was recorded. The patient was asymptomatic. It was noted that the patient was hospitalized at the time of the event. The patient was hospitalized for bed sores. The drug contained in the patient's pump was not reported.

Manufacturer narrative:
The device is included in the medical device correction, important information on potential MRI effects, physician communication (2008).